Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-apr-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all stations were in disconnected mode. A technical support specialist (tss) dialed in to the all in one (aio) and observed that, after both the aio server and carefusion coordination engine (cce) server were rebooted, the main issue originated from the all in one (aio) server. The e: drive was full, which was affecting the grpc connection on the aio server. The drive was full due to accumulated ds server reports. Tss proceeded to delete the trn files. After the cleanup, the issue was resolved. Tss contacted customer, who confirmed that the disconnected mode icon on the station had disappeared and that messages were now crossing over successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server all stations were on disconnected mode the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.